Manufacturer narrative:
The reason for this revision surgery was metallosis. The implants were in the patient for 11 years 2 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints against the metal-on-metal liner, part number 499-28-007. None of the prior complaints specifically allege metallosis, however (B)(4) of the complaints were for revision surgeries due to groin pain, and one of these mentioned "metal/metal issues" which was not elaborated on. A definitive root cause cannot be determined. Other contributing factors such as other company's devices implanted in the patient, patient contraindications, or if the device was installed with the proper inclination, are unknown. Should the explanted components be returned to djo, this investigation can be reopened. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the surgeon removed the original liner and head due to the patient having metallosis.